Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during the associated pacemaker explant procedure, this right ventricular (rv) lead had its negative coil stretch from the tip of the proximal electrode to the distal pin. It was determined to leave this lead in place after it was connected to a new pacemaker and all measurements were within range. The patient will be monitored. This rv lead remains in service. No adverse patient effects were reported.